Event description:
An unknown size endeavor mx2 drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an unknown lesion. The vessel morphology is unknown. It was reported that the stent dislodged. Details of the case and how the case was completed are unknown. It is unknown if the undeployed stent was retrieved or whether it remains in the patient.

Manufacturer narrative:
Eval results: other (lack of information details unknown, vessel morphology unknown). Inherent risk of procedure (embolism-device). Conclusions: other (lack of information details unknown, vessel morphology unknown). Other, unknown if dislodged stent remains in the patient or if it was removed.